Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of a minicap extended life pd transfer set separated: further described as "the dark blue tip coming apart from the transfer set". As a result, the patient was unable to disconnect from the patient line. This issue occurred during patient use of the device for peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.